Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Hospital cannot give this information. Its confidential what tissue was being sutured when the needle pull off/loose from suture occurred? Vessel what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal what instruments were used to grasp the needle? Needle holder-castrovejo how was the needle being grasped/held during use and how was control lost of the needle? When doctor doing knot at distal anastomosis was the re-operation performed same day? If not, please specify. Different day. 1 days after. (B)(6) 2021. Was the post-operative care changed due to the event? Please specify. Not what is the physician¿s opinion as to the etiology of or contributing factors to these events? Patient safety because have to doing reoperated. What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Product can¿t return until j&j can provide the replacement for hospital

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number pmr627/ ep8735h19 and no non-conformance's related to the reported complaint condition were identified. Summary: visual analysis of the only image received to ethicon inc for evaluation, determined that an empty coil former of product code ep8735h could be observed, the image is not clear to determine the failure mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? What tissue was being sutured when the needle pull off/ loose from suture occurred? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? How was the needle being grasped/held during use and how was control lost of the needle? Was the re-operation performed same day? If not, please specify. Was the post-operative care changed due to the event? Please specify. What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent a bt shunt procedure on (B)(6) 2021 and the suture was used for anastomosis. During proximal anastomosis, the suture and needle were good, but when a surgeon was doing a knot at distal anastomosis, the needle was detached/ loose from the swage and as a result, one needle was on his hand and another needle was missing. The surgery was delayed 60 minutes. The missing needle was detected on patient chest cavity from xray performed post- surgery. Therefore, re-operation had to be performed just to take the missing needle that loose from suture. It was reported that there was no clinical outcome. Additional information has been requested.